Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.